Manufacturer narrative:
A steris service technician inspected the table and found damage to the leg top assembly. The technician ordered the necessary parts for the repair and the facility's biomedical department will complete the repair once the parts have arrived.

Event description:
The user facility that during a patient procedure a staff member went to adjust the foot section of the bed and it came out. The foot section twisted and caught the top of adjoining section cracking the carbon fiber top. No injuries or procedural delays/cancellations were reported.